Event description:
After placement into the patient, the ivus catheter did not work and was showing a partial image. The catheter was removed and replaced without harm to the patient. Manufacturer response for catheter, volcano visions pv.035 ivus (per site reporter) per report, manufacturer notified.